Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on the event description and previous experience with similar complaints. Results: a lot check revealed no other similar complaints for this lot number. Conclusion: it is likely the part was omitted during our packing process. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of complaint shows a rate of occurrence worldwide for the past year of 0.0026%.

Event description:
It was reported by our distributor that an adaptor was missing from an rt102 adult heated inspiratory breathing circuit. This fault was discovered by our distributor during an inward goods quality inspection. No patient consequence was reported.